Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was approaching end of life and both of their leads had migrated. It is unknown if the ipg had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg and leads were explanted and replaced. Effective therapy was established post-operatively.